Manufacturer narrative:
The device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarms, reset time and date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart and external error alarms. The customer's blood glucose level was unknown. It also reported that insulin pump passed the self test. The customer will return insulin pump for analysis.